Event description:
It was reported that "the patient is irritable. The psychology staff notes that the patient has bleeding in the neck, so they examine him and notice that the central venous catheter is out of place. Therefore, pressure is applied to the insertion site, stitches and a transparent dressing are removed, asepsis is performed and sterile gauze is placed, and the doctor on duty is notified and the patient is given a peripheral line." There was no patient harm or injury. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient is irritable. The psychology staff notes that the patient has bleeding in the neck, so they examine him and notice that the central venous catheter is out of place. Therefore, pressure is applied to the insertion site, stitches and a transparent dressing are removed, asepsis is performed and sterile gauze is placed, and the doctor on duty is notified and the patient is given a peripheral line." There was no patient harm or injury. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.